Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure and cystoscopy on (B)(6) 2010 and mesh was implanted. The patient experienced recurrent vaginal exposure with vaginal bleeding. No further information was provided.